Event description:
It was reported there was tingling at the lead site during an MRI. The patient only has the leads implanted. The patient attempted to have an MRI done approximately two years ago. During the MRI the patient felt tingling at the lead site, but no pulling sensation. No further information was reported.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(4) 1996, product type: programmer. Patient product ID: 3587a, lot# l37584, implanted: (B)(6) 1996, product type: lead. (B)(4).